Manufacturer narrative:
The customer reported flushing was unsuccessful, and returned one set of material mz9265, lot 25019323. Upon initial visual examination, the set verified the issue of occlusion, and excess solvent was found in the bifuse connector. The singular tubing side of the bifuse connector had too much solvent applied during assembly, and it blocked the fluid path. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the occlusion to be related to incorrect solvent application by the assembler. The plant did not take any actions to address the failure as the line for material mz9265 was reactivated at a different bd plant, starting march 10th, 2025. The plant that produced this batch is no longer producing the material number. The plants are in communication regarding all quality issues during the changeover.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set had connection issues. The following information was received by the initial reporter with the following verbatim it was reported by customer that bi fuse was disconnected from the port and flushing was unsuccessful.